Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that an ilet user experienced repeated occlusion alerts and consecutive motor stall alerts while traveling, with the user observing straight tubing and resuming delivery, and using inset 6 mm/23 in infusion sets. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, along with education to disconnect, fill tubing, and verify flow and air removal, and a plan to perform a guided dry run during a future supply change. Investigation of this case revealed findings consistent with a mechanical jam related to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.